Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that a cage back out was confirmed due to left rod breakage. It was also reported that the patient has a neurological disorder. No additional patient information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.